Event description:
It was reported that the patella could not be reamed enough by the resurfacing patella reamer.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.